Event description:
Surgeonimplanted a lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury. It was unknown what cause the lens to tear. The injector model that was used was a indigo-p and the cartridge that was used was a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.